Event description:
Despite no rotational adjustments being added to the tibia (no varus or valgus applied), the tibia appears to be in varus on the post-operative x-ray. Case type / application: tka, left side.

Manufacturer narrative:
An event regarding incorrect placement involving a mako tka software was reported. The event was confirmed. Method & results. -product evaluation and results: based on the analysis of the relevant log files and session files: 1. The accuracy of the robotic arm is not confirmed as the user failed to lower the robot for the rio/robot registration steps, which can cause vibratory motion in the base array leading to inaccurate robot registration and surgical outcomes. There are no e-stop warnings associated with these lift mechanism warnings therefore it is unlikely that they were the result of moving the robotic arm during the bone preparations step. 2. The implant planed varus is 0 degrees. The planed varus of the implant does not account for the natural varus rotation of this knee. If the surgeon wishes to correct the natural varus of this joint to establish a zero mechanical axis he must plan his implants to achieve this surgical correction. The rio system was performing within its specifications there is no indication of system malfunction. Hence the alleged failure mode was not caused by the robotic arm or any software issue. -clinician review: medical review: the clinical review has been performed and stated that: I have had the opportunity to review documentation including the product inquiry summaries and an ap and lateral x-ray of a press fi total knee. The event description from the product inquiry summaries states: despite no rotational adjustments being applied to the tibia( no varus or valgus applied) the tibia appears to be in varus on the post op x-ray. On the ap x-ray the tbia has been implanted in significant valgus. Otherwise, the implants appear well fixed without any obvious mechanical complications. Valgus positioning of a tibial implant in a tka is confirmed. The root cause of the reason for this malpositioning cannot be determined with the limited amount of documentation provided.. Should additional information become available I would be happy to further this assessment. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: insert robot number shows other complaints related to the failure in this investigation. Conclusions: the clinical review has been performed and stated that: I have had the opportunity to review documentation including the product inquiry summaries and an ap and lateral x-ray of a press fi total knee. The event description from the product inquiry summaries states: despite no rotational adjustments being applied to the tibia( no varus or valgus applied) the tibia appears to be in varus on the post op x-ray. On the ap x-ray the tbia has been implanted in significant valgus. Otherwise, the implants appear well fixed without any obvious mechanical complications. Valgus positioning of a tibial implant in a tka is confirmed. The root cause of the reason for this malpositioning cannot be determined with the limited amount of documentation provided. Should additional information become available I would be happy to further this assessment. Based on the analysis of the relevant log files and session files the rio system was performing within its specifications there is no indication of system malfunction. Hence the alleged failure mode was not caused by the robotic arm or any software issue. The alleged failure mode is potentially to be caused by user error as the accuracy of the robotic arm is not confirmed as the user failed to lower the robot for the rio/robot registration steps, which can cause vibratory motion in the base array leading to inaccurate robot registration and surgical outcomes. Also, the implant planed varus is 0 degrees. The planed varus of the implant does not account for the natural varus rotation of this knee. If the surgeon wishes to correct the natural varus of this joint to establish a zero mechanical axis he must plan his implants to achieve this surgical correction. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Despite no rotational adjustments being added to the tibia (no varus or valgus applied), the tibia appears to be in varus on the post-operative x-ray. Case type / application: tka, left side.